Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). Not always reliable. Tested negative. Had symptoms, fever, chills & sore throat. Retested next morning, again negative. Went to urgent care, and tested positive. Other test contains 2 tests, easier & accurate.